Event description:
It was reported that during a replacement procedure, the right ventricular (rv) measurements looked fine through the device pre-operative. The physician connected to the new generator and the rv lead exhibited high out-of-range shock impedance measurements. Pocket manipulation during the replacement procedure could have caused the rv shock coil conductor to fracture. Not confirmed via fluoroscopy. The pacing system analyzer (psa) psa testing demonstrated consistently high impedance values. The plan is to continue normal follow-up. Currently, this rv lead remains in service and no adverse patient effects were reported.